Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was skipping during use; the motor rpms were erratic but within calibration, the thickness control lever was loose, and the device was out of calibration at the 0 reading. The motor, plug harness, switch, and various bearings were replaced and the device was recalibrated to resolve the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the zimmer dermatome was skipping during usage, caused skip lesions resulting in suboptimal skin graft. There was an allege performance deficiency, unknown injury, no delay, and surgery was completed with another device. There was no adverse event reported as a result of this malfunction.